Event description:
Surgeon was using the device during a resection of a bladder tumor. The surgeon could smell a burning smell while using the device and removed it from the patient. The cord was blackened and so was the electrode.